Manufacturer narrative:
The device was returned to the supplier for evaluation. The supplier confirmed the titanium ankeney sternal retractor was broken into two pieces and the most likely root cause is user facility misuse (rough handling or overstressing). The device history record for the subject lot was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. The instructions for use for the titanium ankeney sternal retractor states, "use of a device for a task other than what it is intended for will usually result in a damaged or broken device. Prior to use, inspect devices to ensure proper function and condition. Do not use devices if they do not satisfactorily perform their intended function or if they have physical damage. Avoid mechanical shock or overstressing the devices." The steris territory manager offered in-service training on the proper use and operation of the retractor; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
The titanium ankeney sternal blade is being returned to steris for evaluation. Investigation of this event is in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a heart procedure the titanium ankeney sternal blade broke in half. The procedure was completed successfully with a different instrument. No report of injury or procedure delay.